Event description:
It was reported that the event happened during the cuff repair procedure. The tip of the device was unset during surgery. It was impossible to remove the broken tip from the shoulder while removing the needle. Surgery went fine without any problems. The tip remained in the shoulder but the patient was informed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.